Event description:
It was reported that while using the bd facscalibur¿ that there was erroneous results. The following information was provided by the initial reporter: the lymphocyte count performed by the flow cytometer is incorrect.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information: h6. Event problem and evaluation codes: patient annex code f26 ¿ scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit part # 343202, serial #(B)(6). ¿ problem statement: customer reported a complaint regarding wrong lymphocyte count that occurred on (B)(6) 2023. Erroneous results can negatively impact patient diagnosis and treatment. The instrument underwent troubleshooting and found to be functioning as expected, and neither the customer nor any patients were harmed by these erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue for part # 343202. Date ranges from (B)(6) 2022 to (B)(6) 2023. ¿ manufacturing device history record (DHR) review: DHR part # 343202, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Date of mfg. 22mar2001. ¿ complaint history review: there are 4 complaints related to the issue of erroneous results of the for part # 343202; pr# (B)(4) and this one, (B)(4), date range from (B)(6) 2022 to (B)(6) 2023. ¿ returned sample analysis: a return sample was not requested for evaluation because no parts were replaced. ¿ service history review: review of related work order #:(B)(4); case #: (B)(4) install date: (B)(6) 2001 defective part number: n/a work order notes: o subject / reported: (B)(6) - faxcalibur 4 clr basic sensor unit - wrong account o problem description: the lymphocyte count performed by the flow cytometer is incorrect o work performed: fse performed general check of the instrument, held a support session with the customer on step-by-step guide for calibrite beads preparation and facscomp exception. Calibration was completed without problem. Sample run session completed without problems. O cause: decompensated tool o solution: support session with customer and step-by-step guide for calibrite beads preparation and facscomp execution and calibration. O parts replaced: n/a ¿ risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o hazard ID #: 3.1.5 operational hazard ¿ fl3 separation qc failure o hazard: instrument parameters not optimized o cause: cannot proceed with clinical results after qc failure o harmful effects: poor separation and gates do not work as desired leading to wrong result. O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results the potential cause was determined to be decompensated tool. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax activity, the potential cause of the wrong count of lymphocytes was determined to be decompensated tool. The fse went onsite and confirmed the issue. To resolve the issue fse performed general check and troubleshooting on the instrument. The fse then proceeded to support the customer on calibrate beads preparation and facscomp sw execution steps and calibration. Afterwards sample runs were conducted, and the instrument is functioning as expected. No erroneous results on patient samples were reported to the clinicians. No patient was diagnosed or treated based on these results. Proper sw setup and compensation is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 01/vers. A, starting on page 63(instrument qc) and 202 (troubleshooting). The safety risk of this hazard has been identified to be within acceptable criteria. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause was determined to be decompensated tool. To resolve the issue fse performed general checks and troubleshooting on the instrument and supported the customer on facscomp software execution and calibration. Afterwards the instrument is functioning as expected. No one was harmed or injured, and no patients were harmed from any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. H3 other text : see h.10.

Event description:
It was reported that while using the bd facscalibur¿ that there was erroneous results. The following information was provided by the initial reporter: the lymphocyte count performed by the flow cytometer is incorrect.